Event description:
Patient with dysphagia had a corflo feeding tube placed at bedside for enteral nutrition; reportedly replaced at least once due to dislodgement. A few days later, the patient went to the operating room for attempted peg tube placement. The corflo tube was removed (tip not inspected but slid out easily). The surgeon was unable to find a safe window for peg; the procedure was aborted and a new corflo tube placed under direct visualization with endoscope. The next day, the patient returned to operating room for planed gj tube. Corflo tube removed (tip not inspected, not issues with removal reported). Gj tube placed successfully. The following day, the patient noted to have retained foreign body on x-ray (linear tubing, up to 4.5 cm, weighted tip). Felt to be the tip of a corflo tube. Serial x-ray showed passage through gi tract but unclear if the patient has ever expelled the object.